Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, 06:30 pm¿. The patient reported obtaining an unknown inaccurate blood glucose result on the subject meter compared to an unknown reading on the lab device. The time difference between the comparative results was greater than 30 minutes, making this comparison invalid for the purposes for determining an inaccuracy. The patient manages his diabetes with insulin pump therapy and denied taking any action regarding her usual diabetes management routine as a result of the alleged inaccurate reading. The patient reported that ¿1 hour¿ after the alleged product issue began he developed symptoms of ¿shaking and sweating¿ and ¿(B)(6) 2015, 06:30 pm¿ he self-treated with an unspecified dose of novolog insulin. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the result was obtained from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.